Event description:
Apex modular stem, original surgery (ltha) performed in 2003. Revision surgery performed in early 2008 (surgeon unknown) 55 months after original surgery, for modular junction failure.

Manufacturer narrative:
Additional implant explanted: neck, short +47.5. Cat# 220310. Mfg 7/16/02. Lot# 304. Exp date: 7/31/07.